Manufacturer narrative:
Device evaluation: the protégé everflex was returned with the stent partially exposed from the distal rim of the outer and the safety knob loose. Approximately 3.5 cm of the inner was exposed and approximately 1.5cm of the stent was exposed. The stent showed a radial fracture. The distal tantalum edges were not present. Approximately 10.5cm of the stent remained loaded. A bend to the catheter shaft was noted at the distal edge of the hypotubing. An inspection of the distal tip assembly under microscope found longitudinal scratches/scrapes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it is reported that approximately 90% of the product was removed from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a protégé everflex to treat a lesion in the mid superficial femoral artery. The target lesion was calcified and fibrous with little tortuosity and calcification and 70% stenosis. No damage was noted to packaging, no issues removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. There was no damage to the deployment mechanisms or device handle prior to deployment issue. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was not removed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. No resistance was encountered during advancement and no excessive force used. Deployment issues were reported. After part of the product was deployed, the second half could not be deployed, therefore, the product was removed from the body with a large-sized sheath. The device was replaced by another manufacturer's product and the procedure completed. No patient injury.